Manufacturer narrative:
Complaint confirmed. The blade was observed and confirmed the coating had wear and tear from the device being used. The device was tested for functionality and failed continuity. The device does not meet the product specifications defined in 31-10-1399 due to the functionality from continuity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece. It was reported that teflon coating was peeling off tip. Md requested removal from the field. There was no reported impact to patient outcome.